Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not move; however it did aspirate and pulled on the vitreous body. The cutter was replaced with another and the surgery was completed with no injury to the patient reported.